Manufacturer narrative:
H10 g - contact office phone number: (B)(6).e1 - reporter phone number: (B)(6).

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device has a battery fault. There was no patient involvement at the time the issue was discovered. The device was not in clinical use. There was no patient or user harmed.

Manufacturer narrative:
A philips authorized service provider (asp) reported the issue of battery failure was confirmed with the customer. The asp reported the battery could not be charged. The asp attempted to evaluate the device, but the customer reported the battery had been replaced by a third-party service vendor and refused further evaluation. The device was operational and returned to service after repairs were completed. No further details were made available.